Event description:
Additional information was received from the manufacturing representative reporting that the cause was not determined for the ins being tilted out, the buzzing at the ins site, the device shorting in and out, the high impedance readings or for the possible extension issue.

Manufacturer narrative:
Concomitant medical products: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID 3487a, lot# j0108080v, implanted: (B)(6) 2001, product type: lead. Product ID 3487a, lot# j0108080v, implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for degenerative disc disease and occipital neuralgia. It was reported that it sounds like the patient¿s system was shorting in and out. The patient had a laparoscopic surgery of some sort on (B)(6) 2016 and described having multiple small incisions and some were close to her wires/extension. She did not notice any issue with her system prior to having this surgery. She wondered if perhaps her leads/extensions may have been nicked during her procedure. The patient was planning to meet in the near future with the manufacturer representative to interrogate her system and check the impedances. No diagnostics or interventions had been taken at the time of the report, and the issue was not resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient's issue of the ins being tilted, started after their surgery, unrelated to the device/therapy, in october. It was reported that no interventions were being planned at this time to resolve the issue of the ins being tilted. It was reported that it was hard to say if the reprogramming the representative did for the patient resolved their buzzing issue at the ins site. They stated that the patient did not experience any buzzing after the reprogramming, however, they only felt the buzzing with movement and it was very random and unpredictable. It was reported that it might take several days to fully know if the issue has been resolved and the patient was instructed to call the representative back if they continue to have any more issues.

Manufacturer narrative:
Concomitant products: product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# j0108080v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a, lot# j0108080v, implanted: (B)(6) 2001, product type: lead.

Event description:
Additional information was received from the manufacturer representative on 2017-02-02 reporting that the patient reported buzzing at the battery site on occasion. The therapy was still good though. The caller stated that the implantable neurostimulator (ins) was tilted out. Impedance showed 3 and 5 and 3 and 7 were greater than 40,000 ohms. The patient was being programmed on 1- and 2+ on one side and 4-, 5-, 6+ on the other side. The manufacturer representative stated that they would try to reprogram to eliminate the occasional buzzing sensation for the patient. It was discussed that there was a possible extension issue at the pocket site. Buzzing had been there since the patient¿s surgery in (B)(6) 2016. This surgery had been unrelated to the scs device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2017-01-29 reported that an appointment was scheduled for (B)(6) 2017.